Event description:
The reporter consistently has gotten er1 results with blood testing and retesting, although reporter has no symptoms of high blood sugar. On follow-up, the lifescan rep spoke with the reporter's spouse. Spouse stated that they had tested themselves with a result of 77 mg/dl, but everytime reporter tests, reporter gets the er1 message. A control test of 148 was in range, (92-151). No harm was alleged.